Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming "iabp may require maintenance" message. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5. Additional point of contact: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse inspected the unit and found that the pressure and vacuum settings were out of tolerance. The pressure and tolerance settings were recalibrated and the unit was returned to normal use after passing all performance tests.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) was alarming "iabp may require maintenance and showing error#14" message. There was no patient harm reported.